Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient woke up with high blood glucose level because the set was not connected, it got dislodged and pulled out from the site while sleeping. The infusion set's tubing got detached between the site connector and the tubing. The infusion set had been used for three days. The site location was the patient's left leg and thigh, and the pump was attached to the waist band on left side. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing, and the pump was not dropped with the set connected to the body. No further information available.